Manufacturer narrative:
This report is submitted on 13 may 2021.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2021 and the patient was re-implanted with a new device during the same surgery. This report is submitted on 01 apr 2021.

Manufacturer narrative:
This report is submitted on march 2, 2021.

Event description:
Per the clinic, communication could not be established with the internal device. Reprogramming attempts were made; however, the issue could not be resolved. Explant and reimplantation is planned but has not yet taken place at the time of this report.